Event description:
It was reported that the catheter was found torn during use on a patient. Therefore, it was removed and replaced with a new one. No harm to the patient was reported. The patient told that he/she might have pulled the catheter. The hospital would like to know if the tear was caused by the pulling, or any other reasons.

Manufacturer narrative:
Qn#(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was found torn during use. The customer returned one snaplock assembly, one flat filter, and two epidural catheter pieces (reference attached files inp(B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the fiter appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most distal piece, the extrusion and coil wire are extremely stretched at the likely proximal end. The extrusion on the likely most proximal piece is slightly stretched at the likely distal end and the coil wire stretches approximately 16mm beyond the extrusion. Also, both the proximal and distal ends of the returned catheter pieces appear to be intact. No other defects or anomalies were observed. A dimensional inspection was performed on the catheter using a ruler (10171599). The proximal end catheter extrusion piece measures approximately 3.6cm. The distal end catheter piece measures approximately 91cm. Both catheter pieces combine to measure approximate ly 94.6cm. The extrusion and inner coils are extremely stretched on the likely distal piece. This is why the catheter is outside of the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 09. None of the catheter appears to be missing. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of epidural catheter being torn was confirmed based upon the sample received. The customer returned two catheter pieces that was separated at the extrusion. None of the catheter was missing. At the point of separation, the extrusion and coil wire were extremely stretched on the likely distal piece and the coil wire was stretched beyond the extrusion on the likely proximal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was found torn during use on a patient. Therefore, it was removed and replaced with a new one. No harm to the patient was reported. The patient told that he/she might have pulled the catheter. The hospital would like to know if the tear was caused by the pulling, or any other reasons.